Event description:
It was reported that the patient presented to the clinic remotely for a follow-up. Upon examination, it was noted that the pacemaker exhibited a battery longevity overestimation in previous follow ups back in march of 2021. During the (B)(6) 2022 interrogation, the device was unexpectedly flagged for elective replacement indication. The device was explanted and replaced. The patient was stable in condition.

Manufacturer narrative:
Upon receipt, the device was at elective replacement indicator (eri). A longevity analysis was performed using available programmed settings and usage data and found the battery depletion to be normal. The device functioned normally on the bench and no anomalies were found. During data review of the device image, analysis found the battery life estimated on the programmer was higher than the actual battery life remaining. This longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer software.